Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the inflation lumen and balloon. The balloon had loose folds. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator, filled with water, was used to pressurize the balloon to 16 atms, and fluid did not advance due to the thick blood and contrast in the inflation lumen. The balloon catheter was left pressurized overnight. Fluid did advance into the balloon, there was a pinhole in the middle of the balloon 9mm proximal to the edge of the distal marker. There were scratches on the balloon distal and proximal to the pinhole. Product performance engineering reviewed the incident information and analysis results. Factors that can contribute to balloon rupture may include, but are not limited to, balloon damage during manufacturing, patient anatomy, lesion calcification, lesion tortuosity, interaction with other devices, or insufficient preparation. Analysis of the returned device revealed blood and contrast in the inflation lumen and balloon, suggesting a balloon rupture. The device was pressurized after the blood and contrast were diluted and a pinhole in the middle of the balloon was observed, which confirms the balloon rupture. Scratches were observed on the balloon proximal and distal to the pinhole. Scratches located near the pinhole suggest that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt led to the balloon rupture. The scratches could have been a result of manufacturing, handling, interactions with patient anatomy or other devices. The lesion was described as mildly calcified and could have contributed to the balloon rupture. The inflation device used during the procedure was not returned, which could have aided in the investigation. A definite root cause for the balloon rupture cannot be determined, but it may be related to circumstances during the procedure. The lot history record for this product was reviewed and there are no non-conformances that could have contributed to this complaint. A query of the complaint handling database was performed and there were no similar complaints reported for this part number/lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the lad with no tortuosity, mild calcification, and had a 90% stenosis. The voyager ruptured on the first inflation at 6 atm. The procedure was completed with another company's stent. There were no patient effects. No additional event or patient information is available.